Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. The 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the target lesion for dilation. Three inflations at 30 seconds were performed with a nominal pressure of 6 atms however, the pressure as seen in the gauge of an unspecified inflation device, was decreasing. The device was then removed and upon inspection, the balloon was noted to have ruptured. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. The 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the target lesion for dilation. Three inflations at 30 seconds were performed with a nominal pressure of 6 atms however, the pressure as seen in the gauge of an unspecified inflation device, was decreasing. The device was then removed and upon inspection, the balloon was noted to have ruptured. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient status was good.